Manufacturer narrative:
Reason for removal: anxiety about alcl.

Event description:
Healthcare professional clarified that the reason for removal was due to "anxiety about the possibility of alcl but at the time of explant, the implants were found to be ruptured."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected lymphoma alcl.

Event description:
Healthcare professional reported left side reason for removal as "alcl." Pathological markers were not reported. The device has been explanted.

Event description:
Upon further review of the reported event, allergan medical safety determined that there is no malignancy.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl-suspected. Upon further review of the reported event, allergan medical safety determined that there is no malignancy.